Manufacturer narrative:
The reported event of infection cannot be confirmed through product testing alone. As received, the penta lead passed electrical testing. No root cause was identified for the reported issue.

Manufacturer narrative:
Date of the event is estimated.

Event description:
Related manufacturer report 1627487-2021-16385. It was reported that patient had a MRI scan and post scan the patient experienced their pain returning. Patient stated the device was placed in surgery mode. Patient denies any traumas or falls. Patient has a wound at their lead and battery side. Patient felt a shocking sensation twice and therefore their stimulation was turned off. Patient stated feeling better. Patient received antibiotics. The ipg and lead was explanted. Patient was stable.